Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occasions, the customer experienced difficulty filling multiple cartridges with insulin. The customer was able to successfully fill a new cartridge. There was no impact to the customer's blood glucose level.